Event description:
On 6th april 2026, rayner received notification from a healthcare facility in canada of an event that occurred during use of rayone galaxy toric rao615x. The event description provided states that an opacity/smudge was detected in the centre of the lens immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye there was an "opacity/smudge" in the centre of the lens. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There was no harm or injury to the patient. The return of the device for scanning electron microscopy (sem) and energy dispersive spectroscopy (eds) was requested in order to determine the nature and/or origin of the reported "opacity/smudge". Return is in transit, not yet received by rayner for evaluation. Our review of production records for the rayone galaxy toric rao615x batch 085278463 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 085278463. The root cause of the event cannot be be established from the available information. There is insufficient evidence (in the absence of the device for return) to establish the cause of the "opacity/smudge" observed following implantation into the eye.